Event description:
It was reported to resmed that a system fault (sf188) error message was triggered in an astral device during the initial set-up. This resulted in an alarm which notified the user of the error message. There was no patient injury reported as a result of this incident. MFR #3004604967-2015-00184.